Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), there were eight deployment attempts. There were higher than acceptable thresholds and low sensing values with all attempts. There was blood clotted in the cup and on the electrode. The physician had attempted to flush the distal and proximal and may have contacted the electrode with the flushing needle. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.